Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, it was noted to be touching the iris. The shunt remains implanted. There is no harm to the patient.